Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this lead exhibited multiple high out of range pacing impedance measurement of greater than 2000 ohms in multiple positions. All evidence indicates the lead was implanted successfully and remains in service. No adverse patient effects were reported.